Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that post atrial fibrillation (afib) cardiac ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced crashing treated with chest compressions and reintubating. Post procedure, the patient started crashing and they had to start chest compressions upon extubation. They also had to reintubate the patient. During the procedure and post ablation, the physician was checking for effusions using the soundstar catheter and no effusion was noted. During the adverse event, a transthoracic echo was performed and there was also no effusion noted. No additional information was available at the time of reporting, and it is unknown if the varipulse¿ catheter is available for return but will confirm later. The biosense webster inc. (Bwi) products used during the procedure were pentaray catheter, vizigo sheath, trupulse system, and varipulse catheter. Other devices used were sterilmed soundstar and sterilmed original abbott livewire. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was that the carbon dioxide (co2) was high, and extubated too quickly, unrelated to the ablation portion of the procedure. The intervention provided was reintubation, chest compressions due to low left ventricle (lv) function, epi given. The outcome of the adverse event was improved, still in hospital, responsive, and off ventilator. The patient required extended hospitalization because of intubation for one additional day, and was still in the hospital as of (B)(6) 2025.